Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for elective generator change procedure. Upon reoperative interrogation, it was revealed that the right atrial lead exhibited loss of sensing or capturing adequately in bipolar configuration. Also, low pacing lead impedance was noted. Programming changes were made. Adequate sensing and pacing measurements were obtained post programming changes. The patient was stable.